Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during an amygdalotomy procedure, the fixed part of the instrument broke and a piece of it fell over the pt's tonsil. Unk how the procedure was completed. There was no pt consequence.